Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their top of the reservoir compartment was cracked. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir was hard to lock it and it was hard to unlock it as well. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and the test reservoir fit properly with reservoir compartment.